Event description:
A healthcare professional reported a corneal burn during cataract surgery. Further information was requested but the reporter was unwilling to provide anymore. No additional information is expected. This is the third of three reports being filed for this facility. This report is for the third patient.

Manufacturer narrative:
As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. Further information was requested but the reporter was unwilling to provide anymore. No additional information is expected. (B)(4).